Event description:
Pt presented with symptoms of weakness and reported suffering a fall while at home. Blood work performed on an unknown date revealed a serum hco3 level of 9 mmol/liter. The pt was admitted to the ICU for treatment of an unspecified nature.

Event description:
Pt presented with shortness of breath. Blood work performed on an unknown date revealed a serum hco3 level of 17 mmol/liter. The pt was hospitalized and treated for symptomatic acidosis.

Event description:
Pt presented with symptoms of general malaise, weakness and an inability to walk. Blood work performed on an unknown date revealed a serum hco3 level of 9 mmol/liter. The pt was hospitalized and received oral bicarbonate therapy.

Event description:
The clinic delivered unsafe dialysate to their entire pt population over a two-week period of time, resulting in four injuries. Pt presented with symptoms of weakness and shortness of breath. Blood work performed in dec 2001 revealed a serum hco3 level of 10 mmol/liter. The clinic reports the pt did receive medical intervention but did not reveal the nature of the intervention.